Manufacturer narrative:
Updated fields- d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board (qb and bi board). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue occurred due to faulty printed circuit board (qb and bi board). Whereas it is presumed that the faulty printed circuit board (qb and bi board) occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pilot green light come on but high definition liquid crystal display monitor did not. The event occurred during inspection for use. There were no reports of patient harm.